Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The distal end of the fork has broken off. The broken portions were returned, fork is bent in multiple directions. Removal of the trigger assembly confirmed the fork shaft is bent at the break area on both samples. The break area shows signs of plastic deformation. There is damage to the distal tip of the outer tube. Dimensional assessment of all attributes of the fork that could be inspected were found to meet print specifications. Sent with the inserter was the suture anchor construct. The suture has broken mid-point of its length. The condition is consistent with off axis insertion and the use of excessive force during anchor insertion. Per the device¿s IFU under precautions ¿ensure the anchor placement is aligned with the drilled hole. Proper alignment is essential for successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a shoulder labrum repair procedure it was reported that three anchors were used. Two of them got broken with a snapping noise when the surgeon pulled the sliding ring after inserting the anchor. The inserter got broken at the distal tip. No broken tip remained inside the body. The second anchor broke when the surgeon successfully pulled the sliding ring but the anchor was not deployed and did not remain in the bone. There was a thirty minute delay in the operation. The surgeon used two other back-up devices without any problem during the same operation. A new site was prepped for the back-up device. The prepped sites for complaint devices were left empty. Both anchors were removed from the joint, but the method or removal is unknown. No patient injury was reported.

Manufacturer narrative:
Review of the device history record was performed which confirmed no inconsistencies.date of new information received changing reportability is (B)(6) 2015, not (B)(6) 2015 as previously reported.